Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure the patient experienced an undefined major cardiac event. The 70% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 15mm. A 2.5x16mm liberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged two days after the index procedure without anginal complaints or silent ischemia. The medications were asa 160 indefinitely and clopidogrel 75 mg for 1 month. The patient experienced an undefined major cardiac event. No further data was provided.

Manufacturer narrative:
Date of event - (B)(6) 2007. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.